Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. It was reported that the patient is having a burning sensation at the battery site every once in a while. Caller stated it feels like someone has a torch right at the implant site internally and it lasts for about an hour. Caller said the last time it happened was about 6 weeks ago, randomly. Caller reports patient has stimulation on 24/7, patient do not know if the site is red when the burning occurs. Caller confirmed patient is not charging the implant when the sensation occurs. Caller denied any falls or trauma. Caller reports the burning, torch burning inside started in (B)(6) 2026. Agent asked caller to turn the stimulation off / on and palpate the area to see if patient can reproduce the burning sensation. Caller reported no sensation. Caller reports impedance are within normal limits. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.